Event description:
A facility reported that the mayfield composite series skull clamp (a3059) would not move with pressure on the head and lock off; they tried to pin the patient and move the 2 pin side. No injury or surgical delay has been reported.

Manufacturer narrative:
Mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. There was movement in the lock and the teeth were grinding when rotated, unit required replacement of worn components. Root cause analysis: complaint was confirmed via inspection of the unit. There was movement in the lock and the teeth were grinding when rotated, unit required replacement of worn components. Probable root cause is routine use and wear. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.